Event description:
The customer stated one patient sample generated a falsely elevated result of 718.4 u/ml for the architect ca19-9xr assay using lot 8853m500. The same patient sample generated a result of 665.9 u/ml using another non-recall lot (08056m500). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.